Manufacturer narrative:
(B)(4)

Event description:
Procedure type: cystoprostatectomy. According to the reporter: after pumping about 30 times, balloon exploded. No bleeding. Tissue damage: unknown. No additional tissue loss. Nothing fell into cavity and operating room time not extended. No patient injury was reported.